Manufacturer narrative:
Unit received with cracked reservoir tube window, cracked case at the reservoir tube window corners and no button response due to flattened (escape, act and up ) button dome switch (no crease). Unable to verify unexpected restart alarm and perform displacement test, self test and unexpected restart alarm error test due to no button response. The keypad connector on j2/lcd is locked properly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart the customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did not require rewind. Customer able to complete rewind. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.